Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery for a tibial exchange nailing for a broken screw and non-union was performed on (B)(6) 2017. The original procedure date is unknown. Removed hardware included: one tibia nail (intact) and three (3) unknown 5.0mm screws (one 5.0mm screw was broken). All hardware was removed easily and without incident. No reported surgical delays, no fragments involved, no additional x-rays or other medical intervention. No reported infection. The procedure was completed successfully with the patient in stable condition. Concomitant devices: nail (part 04.034.455s, lot h108853, quantity 1); 5.0 mm screw (part unknown, lot unknown, quantity 2) this report is for an unknown screw. This is report 1 of 1 for (B)(4).